Event description:
It was reported that pump battery could not be charged despite troubleshooting. There was no reported impact to the customer¿s blood glucose level. Customer declined pump replacement and planned to reset pump at a later time in an attempt to resolve the issue, and declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.